Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that patient worked with different programs at adjusted strengths. The issue was resolved. No further information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had recently had some hard falls and was now experiencing a change in therapy. After the falls the patient had tried to use stimulation but it caused more discomfort than relief. The patient was redirected to their primary healthcare professional. No further complications were reported as a result of this event.